Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Therefore, the reported was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source received a message concerning the lamp, and then the spare lamp activated. The issue was found during procedure setup. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the customer, it was suggested that they will need to replace the main lamp. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.